Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock, due to oversensing and low amplitude r-waves. Device data was submitted to technical services for review. Upon review of the shock episode and three untreated episodes, technical services discussed high amplitude artifacts with baseline shifts and sudden drops in signal amplitudes caused the inappropriate shock. The morphology was consistent with an issue at the sense b node, which could be caused by an under-inserted terminal pin, an impaired electrode, or an impairment of the lead contact in the device header. Troubleshooting steps to try to recreate the noise were recommended, as well as x-rays to verify the terminal pin was fully inserted, and reprogramming the sense vector from primary to secondary to avoid use of the sense b node. The field representative reported troubleshooting was performed and the noise could not be recreated; the sense vector was already reprogrammed to secondary. The device remains implanted and in service. No adverse patient effects were reported outside of the inappropriate shock. Additional information was received. About five years later, the patient received another inappropriate shock due to noise and oversensing that was identical to the episodes from 2020. Also, there were many untreated and atrial fibrillation (af) episodes showing the same noise. In 2020, the sense vector had been reprogrammed to secondary to mitigate the high amplitude artifacts with baseline shifts and sudden drops in signal amplitudes. However, these new episodes showed the sense vector was again set to primary. Technical services discussed performing troubleshooting to attempt to recreate the noise artifacts, and if the secondary vector showed appropriate sensing, to reprogram the vector back to secondary. If secondary was not suitable, it was recommended to explant and replace the device and electrode. Before the sense vector was reprogrammed to secondary, the patient received another inappropriate shock. The patient was hospitalized and the local sales representative was to see the patient for troubleshooting. X-rays were performed to evaluate the system. The noise from the recent episodes was not able to be recreated. The sense vector was reprogrammed to secondary to avoid use of the sense b node and the physician will wait before performing any surgical intervention. The physician is considering changing to a transvenous ICD system. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD)was hospitalized after receiving an inappropriate shock, due to oversensing and low amplitude r-waves. Device data was submitted to technical services for review. Upon review of the shock episode and three untreated episodes, technical services discussed high amplitude artifacts with baseline shifts and sudden drops in signal amplitudes caused the inappropriate shock. The morphology was consistent with an issue at the sense b node, which could be caused by an under-inserted terminal pin, an impaired electrode, or an impairment of the lead contact in the device header. Troubleshooting steps to try to recreate the noise were recommended, as well as x-rays to verify the terminal pin was fully inserted, and reprogramming the sense vector from primary to secondary to avoid use of the sense b node. The field representative reported troubleshooting was performed and the noise could not be recreated; the sense vector was already reprogrammed to secondary. The device remains implanted and in service. No adverse patient effects were reported outside of the inappropriate shock.